Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: part number: 388.720, lot number: 5836p63, manufacturing site: tuttlingen, release to warehouse date: 31-jul-2023. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. The product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that 388.720, boltcutter has been broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the boltcutter would contribute to the complained device issue. Based on the investigation findings, the boltcutter has broken because of cause trace to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the rod cutter came down to decontamination room and technician noticed that the tip was chipped.

Manufacturer narrative:
Additional information has been received; the previously reported event is no longer considered reportable at this time as the device was captured under the incorrect operating complaint. Follow-up reports will be sent under: (B)(4).